Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 32.7-33.4cm from the tip electrode, consistent with lead friction to another device. The etfe coating was abraded at this location. External insulation abrasions were found at 40.3-41.3cm, 43.2-43.6 cm, and 43.4-43.7cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.